Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed an error. The blood glucose reading at time of call was 571mg/dl. Advised that the insulin pump would be replaced. No further information was provided.